Manufacturer narrative:
Customer was asked the following questions: what type of procedure was being carried out? Hand-assisted right laparoscopic donor nephrectomy; as the pt anesthetised? Yes, general anesthetic; was the surgery delayed due to this issue? If so, for how long? No, the issue presented 3-4 weeks after the original surgery; did the pt have a prolonged stay in hosp as a result of this incident? Yes, the pt was re-admitted twice to hosp at 3 and 4 weeks after the original surgery; did the pt require any treatment for this reaction? Yes, repeat abdominal surgery with excision of thickened omentum, most probably due to a foreign body reaction; any other details which may help our assessment? The excised tissue (omentum) will be undergoing special examinations and stains to try and determine the type of foreign body that might have caused this unusual reaction.

Event description:
(B)(4). Customer sent e-mail (B)(6) 2014 requesting info regarding a possible adverse event related to biogel gloves. Customer routinely uses biogel surgeons gloves for operating, recently two patients developed inflamed omentums after abdominal surgery. Histology of excised omentum showed foreign-body granulomas. Customer is unsure of which foreign body is involved, but wonder is this may be related to the gloves used during the procedure.